Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 1.2mmx15mmx141cm emerge balloon catheter was advanced for dilation. However, during the initial inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.